Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b-adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
A perforation, pericardial effusion, tamponade and clot occurred. It was reported that farawave 2.0 was selected for use in an atrial flutter (af) ablation procedure. The physician stuck the patient and transeptal puncture occurred, and it was possible to visualize the left superior vein and the left atrial appendage. However, the physician had difficulty advancing the non-boston scientific sheath and versacross dilator across the atrial septum. A pericardial effusion was then identified. After consulting with additional physician, the team determined the patient was hemodynamically stable enough to proceed and the ablation was successfully completed. During the ablation, a single 301 error occurred due to spline bunching in the right inferior vein. The pericardial effusion was stable and had not changed. Post map with carto occurred, ablation was successful in isolating the pulmonary veins and posterior wall. The sheath was removed. The physician requested for help as the pericardial effusion increased rapidly. The paracentesis kit was requested and stuck chest. A line as inserted into the pericardial sack successfully and drain has began in the pericardium, noting additional clots forming. It was difficulty draining blood/fluid from the pericardium. Additional staff and CT doctors arrived and staff began prepping for emergent open heart procedure. The doctors began prepping chest of patient for open heart and arterial line was stuck and additional medication was administrated. The patient then started showing signs of stability along with blood drainage from the pericardium and the physician inserted additional pigtail wire into the pericardium to drain blood. The stability of patient remained and vitals were positive and hence the patient was removed from room. A perforation location had not been confirmed. The pericardial effusion and cardiac tamponade occurred after transseptal access. It was expected to stay in the hospital for multiple days. It was further reported that the non-boston scientific dilator was used. Versacross wire was inside left atrium when the issue occurred. Physician had difficulties pushing sheath and dilator across septum. The versacross device and farawave did not caused issue or malfunctioned during the procedure. Procedure was completed. The patient was hospitalized beyond standard care of time and they were discharged several days after the procedure. Physician had difficulty pushing sheath and non-boston scientific dilator across the septum.

Event description:
A perforation, pericardial effusion, tamponade and clot occurred. It was reported that farawave 2.0 was selected for use in an atrial flutter (af) ablation procedure. The physician stuck the patient and transeptal puncture occurred, and it was possible to visualize the left superior vein and the left atrial appendage. However, the physician had difficulty advancing the non-boston scientific sheath and versacross dilator across the atrial septum. A pericardial effusion was then identified. After consulting with additional physician, the team determined the patient was hemodynamically stable enough to proceed and the ablation was successfully completed. During the ablation, a single 301 error occurred due to spline bunching in the right inferior vein. The pericardial effusion was stable and had not changed. Post map with carto occurred, ablation was successful in isolating the pulmonary veins and posterior wall. The sheath was removed. The physician requested for help as the pericardial effusion increased rapidly. The paracentesis kit was requested and stuck chest. A line as inserted into the pericardial sack successfully and drain has began in the pericardium, noting additional clots forming. It was difficulty draining blood/fluid from the pericardium. Additional staff and CT doctors arrived and staff began prepping for emergent open-heart procedure. The doctors began prepping chest of patient for open heart and arterial line was stuck and additional medication was administrated. The patient then started showing signs of stability along with blood drainage from the pericardium and the physician inserted additional pigtail wire into the pericardium to drain blood. The stability of patient remained and vitals were positive and hence the patient was removed from room. A perforation location had not been confirmed. The pericardial effusion and cardiac tamponade occurred after transseptal access. It was expected to stay in the hospital for multiple days. It was further reported that the non-boston scientific dilator was used. Versacross wire was inside left atrium when the issue occurred. Physician had difficulties pushing sheath and dilator across septum. The versacross device and farawave did not caused issue or malfunctioned during the procedure. Procedure was completed. The patient was hospitalized beyond standard care of time and they were discharged several days after the procedure. Physician had difficulty pushing sheath and non-boston scientific dilator across the septum. It was furthermore confirmed that the patient was discharged two days after the incident report was filed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b-adverse event or product problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
A perforation, pericardial effusion, tamponade and clot occurred. It was reported that farawave was selected for use in an atrial flutter (af) ablation procedure. The physician stuck the patient and transeptal puncture occurred, and it was possible to visualize the left superior vein and the left atrial appendage. However, the physician had difficulty advancing the non-boston scientific sheath and versacross dilator across the atrial septum. A pericardial effusion was then identified. After consulting with additional physician, the team determined the patient was hemodynamically stable enough to proceed and the ablation was successfully completed. During the ablation, a single 301 error occurred due to spline bunching in the right inferior vein. The pericardial effusion was stable and had not changed. Post map with carto occurred, ablation was successful in isolating the pulmonary veins and posterior wall. The sheath was removed. The physician requested for help as the pericardial effusion increased rapidly. The paracentesis kit was requested and stuck chest. A line as inserted into the pericardial sack successfully and drain has began in the pericardium, noting additional clots forming. It was difficulty draining blood/fluid from the pericardium. Additional staff and CT doctors arrived and staff began prepping for emergent open heart procedure. The doctors began prepping chest of patient for open heart and arterial line was stuck and additional medication was administrated. The patient then started showing signs of stability along with blood drainage from the pericardium and the physician inserted additional pigtail wire into the pericardium to drain blood. The stability of patient remained and vitals were positive and hence the patient was removed from room. A perforation location had not been confirmed. The pericardial effusion and cardiac tamponade occurred after transseptal access. It was expected to stay in the hospital for multiple days. It was further reported that the non-boston scientific dilator was used. Versacross wire was inside left atrium when the issue occurred. Physician had difficulties pushing sheath and dilator across septum. The versacross device and farawave did not caused issue or malfunctioned during the procedure. Procedure was completed. The patient was hospitalized beyond standard care of time and they were discharged several days after the procedure. Physician had difficulty pushing sheath and non-boston scientific dilator across the septum. It was furthermore confirmed that the patient was discharged two days after the incident report was filed. Furthermore, patient has been discharged on (B)(6) 2026. They were not aware if any additional procedures were performed other than ICU care for two days post procedure. It was further confirmed that the only medical intervention performed was a paracentesis during the procedure prior to intensive care unit (ICU) admittance. Physician was believed the perforation occurred in the left atrium and only pericardial effusion was confirmed. No additional surgery was documented.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b-adverse event or product problem, and patient and impact code, in sections f - user facility / importer report information and h - device manufacturers only. Correction to the follow-up 2, block impact code, in sections f - user facility / importer report information and h - device manufacturers only. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
A perforation, pericardial effusion, tamponade and clot occurred. It was reported that farawave 2.0 was selected for use in an atrial flutter (af) ablation procedure. The physician stuck the patient and transeptal puncture occurred, and it was possible to visualize the left superior vein and the left atrial appendage. However, the physician had difficulty advancing the non-boston scientific sheath and versacross dilator across the atrial septum. A pericardial effusion was then identified. After consulting with additional physician, the team determined the patient was hemodynamically stable enough to proceed and the ablation was successfully completed. During the ablation, a single 301 error occurred due to spline bunching in the right inferior vein. The pericardial effusion was stable and had not changed. Post map with carto occurred, ablation was successful in isolating the pulmonary veins and posterior wall. The sheath was removed. The physician requested for help as the pericardial effusion increased rapidly. The paracentesis kit was requested and stuck chest. A line as inserted into the pericardial sack successfully and drain has began in the pericardium, noting additional clots forming. It was difficulty draining blood/fluid from the pericardium. Additional staff and CT doctors arrived and staff began prepping for emergent open heart procedure. The doctors began prepping chest of patient for open heart and arterial line was stuck and additional medication was administrated. The patient then started showing signs of stability along with blood drainage from the pericardium and the physician inserted additional pigtail wire into the pericardium to drain blood. The stability of patient remained and vitals were positive and hence the patient was removed from room. A perforation location had not been confirmed. The pericardial effusion and cardiac tamponade occurred after transseptal access. It was expected to stay in the hospital for multiple days.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.